Event description:
This is a report of a patient that experienced a breach in aseptic technique during peritoneal dialysis (pd), described as touch contamination, and acquired peritonitis. The home patient was initially hospitalized for an unknown infection, which turned out to be peritonitis. The patient was later discharged from the hospital to a skilled nursing facility where she received treatment with unknown antibiotics for three weeks. The patient was released home from the skilled nursing facility with a home health nurse. Pd therapy was ongoing. The patient has recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This event was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported event was use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.